Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 component code: g01003. The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and accuracy testing of reagent lot 22874fp00. Return testing was not completed as returns were not available. A ticket search for likely cause lot 22874fp00 identified further complaints from other customers who observed a similar issue with the complaint lot number related to falsely elevated patient results. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 22874fp00 and the complaint issue. Labelling was reviewed and found to adequately address the issue under review. Accuracy testing was performed for reagent lot 22874fp00 using an internal alinity I ca19-9xr panels which were tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Based on the investigation, no deficiency of the alinity I ca19-9xr lot number 22874fp00 was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? Yes. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca19-9 results on an (B)(6) year-old female patient with a tumor diagnosis (unknown location) who is taking eliquis medication. Sid (B)(6). Initial ca19-9 result was 67.16 u/ml, simultaneous measurement cea 4.55 ng/ml, ca19-9 retest results were <2.06 u/ml, and serum from another tube <2.06 u/ml. Previous value from (b)(60 2021 <2.06 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.